Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two scs systems. This report is in reference to the patient's ipg for her (thoracic) scs system. It was reported the patient's (thoracic) ipg was explanted and replaced due being inoperable as a result of being unable to hold a charge/difficulty charging. The replacement ipg resolved the patient's issue.